Event description:
It was reported that the patient's device is showing high lead impedance. The patient is hyper-active and in a wheel chair with a shoulder belt. It is suspected the belt on the wheelchair may have caused trauma to the lead. Per physician, there has been a sharp cervical traction in an attempt to hold the patient at a moment of great mobility. X-rays were taken of the device and reviewed by the manufacturer. Upon review, no anomalies were noted. Revision surgery is likely in the future, but has not occurred to date. No other information available.

Manufacturer narrative:
Device failure is suspected, but has not caused or contributed to a death or serious injury.